Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she is seeing a dark shadow and experiencing blurriness and heaviness in the lids. In a follow-up, the consumer indicated that she continues to be monitored by the surgeon who advised her to "wait and see if she adapts". She reported, the shadows have "improved somewhat". She reported seeing a haze across both eyes when looking to the side when the light goes from light to dim. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.